Event description:
False positive results reported on five patients. Tests involved were hepatitis b surface antigen, hepatitis b core antibody, and hepatitis c antibody. Testing suspended. Vendor service called in to evaluate instrument; no specific cause found. Hepatitis testing sent out to reference laboratory. Corrective reports issued. Appropriate providers notified.